Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The right ventricular lead exhibited loss of capture. A chest x-ray revealed the lead had dislodged. The lead was explanted on 1/08/2015 and replaced. No patient symptoms were reported.